Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle perforating the catheter is confirmed and was determined to be use related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned powerglide pro. It was observed that the needle had perforated the catheter. The catheter was attached to the device partially advanced down the needle shaft. A microscopic observation revealed a chevron shaped split where the needle was advanced through the catheter. The split exhibited a granular fracture surface and sharp fracture edges. Because of the observed characteristics of the fracture site, the complaint of the needle perforating the catheter is confirmed and was determined to be caused during the insertion process of the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on 09.04.2024, the anaesthesia department informed us of a problem encountered during the insertion of a midline reference 6f118100. When the midline was inserted, the guide was in the vein and when the ide tried to lower the catheter, it came to a stop. The guide was therefore reassembled and reintroduced, another failure. Removing the entire device was difficult. The plastic catheter had been perforated by the canula. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2024, the anaesthesia department informed us of a problem encountered during the insertion of a midline reference 6f118100. When the midline was inserted, the guide was in the vein and when the ide tried to lower the catheter, it came to a stop. The guide was therefore reassembled and reintroduced, another failure. Removing the entire device was difficult. The plastic catheter had been perforated by the canula. No other information was provided.